Event description:
It was reported that noise resulted in over-sensing on the right ventricular (rv) lead. The suspected cause of the event is due to lead damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.